Manufacturer narrative:
Date sent to FDA: 9/2/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced hernia recurrence, adhesions and pain following surgery. It was reported that the patient underwent mesh revision on (B)(6) 2019 due to recurrent incisional hernia, adhesions and pain. Mwr-27082020-0000793180 submitted for adverse event which occurred on (B)(6) 2015. Mwr-27082020-0000793187 submitted for adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in separate file. No additional information was provided.